Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A sample was not received at the plant for evaluation; however, a picture of the condition was provided. The picture was visually inspected and the tube was observed to be cut, hence the reported condition was confirmed. A batch review could not be performed as the lot number is unknown. An assignable root cause could not be determined. As a preventative measure, new sensors were installed onto the packaging sealing machines in order to detect any set left protruding from its pouch.

Event description:
The customer reported to baxter (B)(4) of a vented paclitaxel set in which the tubing leaked during filling. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.